Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have damaged conductor wire insulation at the proximal idler pulley. This causes the wire to appear chipped. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a broken chassis to the left of the end-of-life indicator, under the instrument release button. The broken piece was not returned, measuring roughly 4.41mm x 8.84mm in size. Components adjacent to this broken chassis do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps plastic at tip was chipped. There was no report of patient involvement or patient injury.